Event description:
It was reported, a month prior to this report patient had an infection. It was indicated that patient was treated with capflex antibiotic and had not helped but getting worse. It was indicated that at the implant site, it felt like her skin was going to tear apart, it was burning and stinging. It was noted that it was especially painful when sitting, walking and laying on it. The patient ¿felt like blood was coming out of it when there was the ripping pain¿. It was noted that it was burning all the time but patient had not had any fever. It was indicated that when a blanket was rubbed against it, it was painful and nothing could go over it. It was reported that the incision site was red on and off. The patient was scheduled to see their healthcare provider a day after this call but does not know if she can last that long. Additional information received 15 days later indicated that patient did not have it removed. The patient cancelled the surgery. None abnormal impedance reported. It was noted that patient was feeling a bit better. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3093-28, lot# va08f3d, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).